Event description:
(B)(6) year old woman presented to the hospital with a locally advanced metastatic carcinoma of the right colon. Exploration showed a tumor with a longstanding walled off perforation of the ascending colon. Underwent enbloc resection of the ascending colon with segment of abdominal wall to obtain free margins. Underwent illeo - transverse colon anastomosis. This was performed with a mechanical stapler - reliamax stapler. Standard side to side antiperistaltic anastomosis with good vascularization and no tension. On post operative day 3, the patient showed signs of sepsis; tachycardia, fever, respiratory difficulty. Explored via laparotomy, found with fecal peritonitis, diffuse, due to breakdown of the stapled anastomosis. Required resection of the segment of colon and small bowel and fecal diversion with an ileostomy and a mucous fistula, retention suture closure, central line and mechanical ventilator post op. Has had prolonged intensive care unit stay, due to respiratory failure, now has developed complications of fungemia, and severe pulmonary insufficiency, and multisystem organ failure. The surgical anastomosis was created using the reliamax stapler (covidien) using standard technique. The breakdown of the anastomosis was unexpected and unexplained by other factors. The patient had metastatic cancer, a long standing perforated (walled off) tumor, and showed mild edema of the ileum on performance of the bowel anastomosis. The anastomosis - the side to side portion and the closure of the defect created by the stapler appeared well at the time of surgery, with no apparent technical problems. The suture lines were reinforced with sutures of silk 3-0.